Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during a peripheral vascular procedure the pigtail catheter tip detached within the patient's external iliac artery. The physician had acquired right retrograde femoral artery access. During catheter removal over a stiff .035 guide wire the catheter tip detached within the patient yet remained on the stiff guide wire. The physician upsized the sheath to safely retrieve the guide wire and catheter tip together from the patient. A snare device was not used. Another catheter was used to finish this procedure. The patient was not injured.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause is unknown but most likely was attributed to significant force being applied to the device during use. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed and no exception documents were found.